Manufacturer narrative:
Concomitant medical products: product ID: vedr01, ipg, implanted: (B)(6) 2011.

Event description:
It was reported that a remote transmission showed decreasing and low atrial impedance and a resulting polarity switch. Follow up with the patient's clinic indicated that the patient was seen to evaluate for any symptoms and to conduct an interrogation. The device was programmed vvir due to the patient's chronic atrial fibrillation. The lead will be monitored and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.